Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued recharging their scs system as recommended sometime in (B)(6) 2017. Reportedly, the ipg was deemed inoperable by the company representative. As a result, surgical intervention was undertaken wherein the original ipg was explanted and replaced with an updated model. Therapy was restored postoperatively and the issue resolved.